Manufacturer narrative:
(B)(4). Concomitant medical products: palacos mv+g 1x40. Cemented persona natural tibia. Persona cemented femur ps. Report source: foreign: (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-01956.

Event description:
Patient underwent a left revision knee arthroplasty approximately 18 months post-implantation due to pain, lack of mobility and instability. During the revision the articular surface was replaced and cement debris removed. No additional information was reported.

Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed and the reported event could not be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.